Event description:
The hospital reported that during a preparation for coronary artery bypass procedure, the surgeon tried to remove the loaded heartstring iii proximal seal, but it remained inside the loading device. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned separate from the loading device. The tension spring assembly was inside the deployment tube and the seal was rolled halfway inside the tube. The seal was intact. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Although, the seal did not "remain inside the loading device", the reported complaint was confirmed for not loading properly. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).